Manufacturer narrative:
The customer¿s report of air entering the IV line from the patient-end smartsite port was confirmed. During functional testing, a steady stream of air bubbles was observed to be entering the line from this port. A small, slow fluid leak was also observed. Inspection of the valve under magnification revealed an unknown whitish residue and a puncture mark at the top surface of the piston, similar to what would be seen after a needle stick. The leak was caused by the damaged smartsite valve. The probable cause of damage was a needle stick.

Event description:
The customer reported that air entered the patient's line "at the most distal y-port." The nurse said that when she started a secondary vancomycin infusion into the upper y-port she noticed a "large trickling" amount of air entering the line at the most distal port below the pump. They do not believe that there was any other line connected into that port, and there is no report of a fluid leak, but they are concerned that it could be possible for air to enter the line below the pump and not be detectable. No other information is available, no patient harm and no medical intervention occurred.